Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that five months after implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to a generator pocket infection. It was noted the device had eroded through the patient's skin. No additional adverse patient effects were reported. According to the article, a conventional ICD with an off-label lead combination, including a left ventricular pace-sense electrode (transvenous or epicardial), a superior vena cava (svc) coil, and a subcutaneous array electrode, was implanted.